Event description:
Patient dialysis treatment was initiated and after 1 1/2 hour through the treatment the staff noticed a leakage and found a crack in the avf connector. Patient lost 300-400ml of blood, treatment was interrupted, patient's blood pressure dropped, saline and oxygen was provided to the patient to stabilize, treatment was continued on a single needle mode. Patient was sent home after treatment. No hospitalization or medical intervention was necessary to precludeserious injury. After 4 days of incident patient was sent to have a blood transfusion per doctor's orders, due to the incident.